Event description:
I was suggested to go with essure as a permanent method of contraception by my obgyn (B)(6) and I opted to get the device implanted, with in a couple of days I started experiencing severe back pain and pelvic pain which escalated to an extent where I could not walk even a couple of steps before having to sit on the floor. I went back to my obgyn and told her unequivocally that I wanted the device out and was told that I will have to undergo a bilateral salpingectomy which I underwent under laparoscopic surgery. I had immediate relief from symptoms post surgery. However, 4 years down the lane, I have developed an umbilical hernia due the laparoscopy procedure to remove the device and have to now undergo an additional surgery to get that fixed. FDA safety report ID# (B)(4).